Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that on (B)(6) 2010, the patient underwent exploratory laparotomy, drainage of pelvic abscess, repair of bladder fistula, repair of vaginal cuff, placement of biological mesh/graft and appendectomy. It was reported that the patient was hospitalized from (B)(6) 2011-(B)(6) 2011. It was reported that on (B)(6) 2011, the patient underwent attempted vaginal mesh removal, laparoscopic lysis of adhesions, combined robotic and cystoscopic resection of vaginal mesh and right oophorectomy due to recurrent intravesical mesh and painful vaginal mesh. On (B)(6) 2011, the patient underwent exploratory laparotomy, ileocectomy with anastomosis and repair of two colon injuries. On (B)(6) 2011, the patient underwent abdominal drain placement due to pelvic fluid collection.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Concurrent procedures: laparoscopic lysis of extensive pelvic and abdominal adhesions, peritoneal lavage, extraperitoneal colpopexy. Reason for surgery: pop/sui, 3rd degree cystocele, 2nd degree rectocele and enterocele, weakness of pubovesical fascia, weakness of rectovaginal fascia.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision on (B)(6) 2010. It was reported the patient underwent mesh revision on (B)(6) 2011. No additional information provided.